Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the stapler has been fired, however staples were only partially released and therefore also the staple line was compromised and inconsistent. Only half of the tissue has been cut and stapled. There was tissue damage and leaking staple line. There was a patient consequence.

Manufacturer narrative:
(B)(4) date sent: 12/21/2020 d4: batch # u5cz7c h6: component code: mechanical(g04) h1: MDR decision: malfunction upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable serious injury and is being considered a malfunction investigation summary the analysis found that one psee60a device was returned the anvil knife slot damaged with an ecr60g reload not loaded on the device. The reload was received partially fired 1/3. The returned device and reload were tested for functionality in the straight position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected reload. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. Please reference the instruction for use for more information. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Additional information was requested, and the following was obtained: please clarify what is meant by ¿staples were only partially released¿. Was this proximal to distal or left to right of cut line? ¿ no information. What was the surgical procedure? ¿ thoracic case, not clear what kind of resection how was the issue addressed intraoperatively? ¿ manual suturing of the staple line was the post-operative care of patient changed due to issue experienced with device? -no was any medical or surgical intervention required? - manual suturing of the staple line